Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) inner lumen unable to transduce pulsatile pressure and unable to aspirate. The intended procedure was iabp placement. Reference medwatch # # : 5201770000-2023-8063. Iab catheter reported separately.

Manufacturer narrative:
Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text : no update regarding unit repair.

Event description:
N/a.